Event description:
The customer reported that a physician initially questioned what he deemed to be high results for phosphate (inorganic) version 2 - phos for 3 patient samples. These were repeated and normal values were received. Specific result data was not provided. The customer then began investigating and determined that 20-30 samples had questionable results for phos. All questioned results were reported outside of the laboratory. The customer stated they corrected 7 reports. The customer provided result data for eight of the samples that were questioned. Of these eight samples, two had erroneous results that were reported outside of the laboratory. The first patient sample initially resulted as 5.0 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a different c502 analyzer, resulting as 3.7 mg/dl. The 3.7 mg/dl result was believed to be correct. The second patient sample initially resulted as 5.2 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a different c502 analyzer, resulting as 3.5 mg/dl. The 3.5 mg/dl result was believed to be correct. The patients were not adversely affected. The phos reagent lot number was 60925601, with an expiration date of 03/31/2016. The customer noted that two different packs of reagent exhibited the issue and they did not have the issue on any other tests the field service representative determined that the gear pump and pressure gauge were faulty. The gear pump pressure was low. He also determined that the rinse station dryer tips were worn. The gear pump head, pressure gauge, and dryer tips were replaced. Quality controls were run and these were within the customer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.